Manufacturer narrative:
Fdd (B)(4) was removed as it does not apply to this event, and was coded in error .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Message from healthcare provider office requested fax to be resent with the patient date of birth, as that is the only way they can look the patient up. The patient dob is not known.

Event description:
The trial patient reported that they didn't have any symptom improvement in the first 24 hours. They spoke with the manufacturer representative (rep) on the day of the report, and adjusted stimulation all the way up on the left side. It was indicated that the patient did not feel stimulation, so they turned it back down to 4.0v, where they still did not feel stimulation. It was further provided on (B)(6) 2017, that the patient felt the same. They had spoken with the rep, who told them that they would change sides either (B)(6) 2017. The patient also stated that they felt as though their output was less than prior to the evaluation. This occurred during the basic evaluation. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.